Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported worsening mitral regurgitation (mr) appears to be related to procedural conditions. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional cds device referenced is filed under separate medwatch report number.

Event description:
This is filed to report worsening mitral regurgitation, tissue damage, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. It was noted posterior prolapse and flail of p2. The first ntw clip (01208u395) was successfully placed, reducing mr to less than 2. The clip was then deployed, and mr increased to 2. Then a second ntw clip delivery system (cds 01208u393) was advanced to the mitral valve to further reduce mr. The clip was deployed; however, upon deployment mr increased to 3. An opening of a cleft and a possible chord tear was suspected. A decision was made to deploy an nt clip lateral to the 2nd clip for additional treatment. The third clip was placed, but mr worsened to 4. Despite multiple attempts to re-position the clip, mr would not reduce. Therefore, the cds was removed with the clip attached, and the procedure ended at this point. Additional treatment was not performed. The patient was denied surgery. The patient will remain hospitalized longer and was transferred to coronary care unit for recovery. Two clips were implanted, worsening mr to 4. There was no clinically significant delay in the procedure. No additional information was provided.